Event description:
An attorney reported that a manual wheelchair was moving forward and then fell backward. This allegedly resulted in the user sustaining damaged vertebrae and cracked ribs. No malfunction has been identified and eval of the device has not been permitted.